Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute onyx rx drug eluting stent to treat a mid-proximal rca lesion exhibiting no vessel tortuosity, slight calcification and 70% stenosis. No damage was noted to the device packaging or issues noted when removing the device from the hoop/tray. Device was inspected before use, it is reported that the stylette may have been bent. No difficulties removing the protective sheath, stent was not inspected post removal of the protective sheath. Negative prep was performed successfully. Resistance was not noted when advancing the device to the lesion. The physician carried out direct stenting of the lesion and it was reported that issues were encountered when inflating the device. It was reported that inflation device remained on neutral pressure during delivery of the device but it didn't respond during inflation,the pressure on the indeflator kept decreasing. Indeflator was used successfully with other devices post inflation difficulty. The physician attempted to remove the stent but it became displaced on the delivery system. As the stent remained in place in the lesion, the physician managed to pull the delivery system balloon out. The physician then proceeded to post dilate the stent with excellent results. Please note that this device resolute onyx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.